Manufacturer narrative:
(B)(6). Corrected data: UDI# corrected from ni to (B)(4). Evaluation codes result changed.

Manufacturer narrative:
The returned device was evaluated. During inspection, the unit was found to have several segments of the top red led display on the device which did not illuminate. The failure was isolated to defective 7-segment display component on the system board, which caused the led segments to not illuminate. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. (B)(6).

Event description:
The customer reported a display failure wherein a number of leds have failed. The customer requested a return and exchange of the faulty rad-5 unit. No consequences or impact to patient were reported.